Event description:
On 7/12/96 catheter was inserted via left subclavian. There was resistance of catheter over guidewire so catheter was replaced with another. On 7/19 during a routine check up a 1cm piece of guidewire was found in subclavian vein. This piece had not been removed as of the time of this report. There were no pt complications.